Event description:
It was reported that the patient is deceased and died (B)(6) post lead implant. Additional information provided indicated that during lead implant the patient's blood pressure deceased. A pericardiocentesis was performed for a possible effusion. The patient was stabilized and taken to the operating room where a two millimeter hole was found in the patient's right ventricle. The lead was removed due to contamination during the pericardiocentesis. The patient is reported have been in stable condition overnight. The patient was extubated the following day but subsequently respiratory arrested and coded. Resuscitation efforts were attempted but were unsuccessful and the patient died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.